Event description:
The customer reported that the device therapy connector was pushed back in the device so that the therapy cable could not be connected. The device could not provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the caller technical assistance and the part number information for device repair. Follow up with the caller found that the biomed is in the process of repairing the device and will replace the front case and therapy connector assemblies to resolve the reported problem.